Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Reportedly, customer administered too much insulin causing them to go low. Reportedly, the customer required assistance and the paramedics were called and gave customer glucagon to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.